Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an asi total hip replacement on (B)(6) 2013. During the procedure the locking ring disengaged and bent after further attempts to lock. Another locking ring was attempted but would not engage. The cup, locking ring and liner were removed and procedure was finished with a larger size of product. A 30 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent an asi total hip replacement on (B)(6) 2013. During the procedure the locking ring disengaged and bent after further attempts to lock. Another locking ring was attempted but would not engage. The cup, locking ring and liner were removed and procedure was finished with a larger size of product.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.